Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evolutpro-26, serial/lot #: (B)(4), ubd: 12-jun-2019, UDI#: (B)(4). The valve remains implanted and the dcs was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon deployment, the nosecone of the delivery catheter system (dcs) caught one of the valve paddles and caused it to dislodge. Once dislodged, the valve had occluded the coronary arteries and the patient went into cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed until the patient was intubated and stabilized. The valve was snared into the aortic arch resolving the coronary artery occlusion. Subsequently, a second non-medtronic valve was successfully implanted. No additional adverse patient effects were reported.